Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during cut. So the reported issue is not caused by the system or the used patient interface. An info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment and finished the treatment without any problems. No technical root cause could be identified. The system was working within specification. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported lost suction after the pedal we pressed. The patient was unharmed. The procedure was completed successfully the same day.